Manufacturer narrative:
The model# was not provided. Lancing devices/lancets are not 510(k) cleared.

Event description:
A (B)(4) distributor advised he has 3 boxes of microlet lancets that did not have lot# or expiration date printed on them. He was advised to return the product.